Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 510 mg/dl and 452 mg/dl. Customer's blood glucose went down to 170 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not returned device for analysis.